Event description:
During a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was in the severely tortuous and calcified mid left anterior descending (lad) artery. A 3.0 x 15 mm apex monorail balloon catheter had been advanced to the target lesion. During the first inflation, the balloon burst at 8 atmospheres. The ruptured balloon was able to be withdrawn intact. The procedure was completed with angioplasty using a 2.5 x 15 mm non-bsc balloon catheter and the implant of a 3.0 x 16 mm taxus express2 drug eluting stent. There were no complications reported with the pt's current condition listed as "good". This product is only ous approved, but similar to a us marketed device.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.